Manufacturer narrative:
The investigation determined that a negative (B)(6) result was obtained when a vitors (B)(6) reactive qc fluid was processed using vitros (B)(6) lot 0190 on a vitros 5600 integrated system. The most likely cause of the event was an instrument related issue. Multiple condition codes (final well wash ¿ volume verification ratio high) were posted on the vitros 5600 integrated system on (B)(6) 2020. An ortho field engineer (fe) visited the customer site later the same day and performed service actions on the instrument, including the replacement of the linear actuator, the well wash nozzle and the sr dispense probes. Following ortho fe actions, the performance of the well wash was acceptable. No further condition codes were posted on the instrument following ortho fe actions and post-event qc fluid results for vitros (B)(6) were acceptable. A vitros (B)(6) lot 0190 reagent issue was not a likely contributor to the event, as qc results leading up the event were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros (B)(6) lot 0190. (B)(4).

Event description:
The customer reported that a negative (B)(6) result was obtained when a vitors (B)(6) reactive quality control (qc) fluid was processed using vitros (B)(6) lot 0190 on a vitros 5600 integrated system. Vitros (B)(6) lot 0190 c2 qc fluid result of 0.189 s/c (negative) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected negative qc result was not reported from the laboratory. The negative vitros (B)(6) result was obtained when the customer was processing a non-patient, qc fluid. However, the investigation cannot rule out that patient sample results would not be affect if the event were to recur. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).